Manufacturer narrative:
H10 ? Device evaluation results: one medfusion pump was returned for investigation in used condition. There was a check clutch error in the event history log (ehl). Multiple flow and occlusion tests were performed. The customer reported product problem (check clutch error) was not reproduced during testing. The reported product problem was confirmed based on the ehl findings. The problem source of the product problem was unknown. A root cause was not established.

Event description:
11/20/2020 information was received indicating that the medfusion 3500 pump failed occlusion testing due to a check clutch error. The malfunction did not occur during patient use.